Manufacturer narrative:
The company representative replaced the executive processor pcb (part number # 1670-00-0770e). After six hours of run time, the new executive processor pcb failed and was replaced. In an unrelated repair he replaced the monitor hinge covers (part number 0380-00-0561), front monitor bezel (part number # 0380-00-0559) and the monitor coiled cable (part number # 0012-00-1801). The iabp was tested to factory specification. It functioned normally and was returned for use. Ref (B)(4).

Event description:
During a routine check of the iabp, the company representative observed that the iabp displayed a "power up self-test failure code #10" message (helium transducer not calibrated). No pt was involved.